Manufacturer narrative:
Occupation ni equals lay user/patient. The event occurred (B)(6).

Event description:
The customer complained of a questionable inr result from their coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter was 4.2 inr and within about 2 hours the laboratory result was 2.3 inr. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation of an adverse event. The investigation is currently ongoing.

Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. The returned meter was measured with returned strips in comparison to a retention meter and master lot strips. Testing results: qc 1: 3.6 inr, qc 2: 3.5 inr, qc 3: 3.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Relevant retention test strips (lot 286322) were tested in comparison with the master lot coaguchek xs pt at roche mannheim. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 286322) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.